Event description:
It was reported by the sales rep that during a laparoscopic gastric bypass procedure, suture assistant was loaded correctly and misfired two cartridges. Upon manually suturing tissue it was discovered that the suture assistant left behind the enclosed grasper piece. No pt conseqence. One device returning.